Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a glucose result of 156 mg/dl, and based on this resuit, modified their insulin dosage. Customer then felt dehydrated and thirsty, and was taken to a local hosp. Customer was diagnosed with diabetic ketoacidosis. Exact treatment administered in order to stabilize blood glucose levels is unknown. A laboratory result of 197 mg/dl was obtained within 10 minutes of the initial glucose result of 156 mg/dl. The results when plotted on a parkes error grid fell into the"b" zone which is not considered to be clinically significant.